Manufacturer narrative:
Per tandem's user guide: change your cartridge every 48¿72 hours as recommended by your healthcare provider. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer received multiple occlusion alarms. Customer was subsequently hospitalized due to a blood glucose (bg) level of 558-559 mg/dl. Customer administered multiple boluses and manual injections to address high bg. At the time of the report, the customer¿s cartridge had been in use for 4 days. Customer was released from the hospital on (B)(6) 2021 with no permanent damage.